Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not implanted after pre-implant interrogation displayed a warning message that the device was not safe to implant. The device was not used and was returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the header noted no anomalies. A review at the device memory noted that on (B)(6) 2020, the system recorded corruption in the calibration constants, a warm reset and a bad opcode. The calibration constants corrupt error forces the device to copy a known good image of the calibration constants from flash to ram. Most likely this was due to a single event upset (seu), the resulting error corrected the issue. The device was taken out of ship mode. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. The warning message observed in the field indicating the device was not safe to implant was due to the calibration constant in memory being corrupt likely due to seu. The cause of this is not established.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not implanted after pre-implant interrogation displayed a warning message that the device was not safe to implant. The device was not used.